Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis identified a high current drain which resulted in premature battery depletion.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.